Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: options disappeared / options not found.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure mode description: phase: start up. In configuration menu the options disappeared. Root cause: reset of the realtime clock (rtc) due to loss of supply voltage for longer than approx. One week. Note: the options are stored with the timestamp. Correction: correction of the real time clock (rtc) in service software page 1401 and restart the unit. Enter the adult activation code and restart the unit. Reinstall the software key. Afterwards the device works fine again.